Event description:
The pt reported pain in his right hip. X-rays indicated that the original position of the self centering hip had changed and the hip dislocated. When surgery was performed it was found that the poly liner had fractured. There were no reported contributory factors.